Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. The broken piece measured approximately 0.41" x 0.10" and was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of a harmonic ace instrument broke. The fragment was retrieved during the same procedure and the surgeon confirmed that there was no residue remaining in the patient. The user completed the procedure using a backup harmonic ace instrument with no further issue reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the harmonic ace instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.